Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. A philips fse (field service engineer) confirmed the reported issue and replaced the backup battery to resolve the issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Caller reported the machine is not running on backup battery. No patient/user harm reported. The event date was not specified, estimate used.